Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate plus profile 400cc saline breast implant, catalog number 3502400, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 400cc saline breast implants which the left side deflated after implantation. Patient noticed her left side started to deflate. She was seen by health care professional and he confirmed left deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.2 cm and a crease on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 3/28/2019, the date of explanation updated to (B)(6) 2019. The patient has lateral drift of the right/intact implant .as a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3505004bc, serial number (B)(4) right replaced with catalog number 3505004bc, serial number (B)(4). This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/21/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since the device received, mentor estimates date of explanation to be on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).